Event description:
It was reported that the patient underwent a surgical procedure to explant a penile prosthesis for unspecified reasons.

Event description:
It was reported that the patient underwent a surgical procedure to explant an inflatable penile prosthesis (ipp) for unspecified reasons.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump found no evidence of abnormalities or leaks but was found to be contaminated. The pump was not functionally tested due to the contamination. The cylinders were visually inspected, microscopically examined, and leak tested. Each cylinder showed evidence of abnormalities and fluid leaks consistent with sharp instrument damage. Based on the information available and analysis results, the analysis could not confirm the reported event; therefore, a conclusion code of cause not established was chosen. Updated b5 describe event, d1 brand name, d2a common device name, d2b pro code, d4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier, d6b explant date, and d7a reprocessed or reused.